Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(4) 2003 along with concurrent total laparoscopic hysterectomy, bso, anterior repair, posterior repair, and cystoscopy. It was reported that the patient underwent follow up surgeries on (B)(6) 2006, (B)(6) 2006, and (B)(6) 2012, due to bladder erosion and stone formation. No additional information provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.